Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient was later seen in-clinic where the noise was able to be reproduced via provocative testing. The patient was hospitalized in order to perform an rv lead revision. During the revision procedure, the healthcare professional elected to also explant the atrial lead. While explanting the atrial lead, a perforation of the superior vena cava occurred. An emergency thoracotomy was performed to treat the perforation. The patient later passed away two days after the emergency intervention. The direct cause of death and any relation to the abbott products involved in the procedure remains unknown at this time. Additional information was requested but is not yet available.